Manufacturer narrative:
Reported event: an event regarding wear and loosening involving an accolade stem was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted head and stem component, the trunnion of the stem does not look grossly deformed on the image provided and the image of the head shows black material but it could be blood. No conclusive decision can be made based on provided photos. -clinician review: a review of the provided medical records by a clinical consultant indicated: the surgeon noted in his operative note that upon removal of the femoral head there was obvious trunnionosis and black material on the trunnion and inside the femoral head. The stem itself was grossly loose and easily removed. The revision tha for trunnionosis and femoral loosening on (B)(6) 2019 is confirmed. The root cause for the trunnionosis and loss of femoral fixation can not be determined from the documentation provided. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision right total hip. Surgeon says patient exhibits signs of excessive trunnion wear. Also signs of synovitis and metalosis on proximal femur. The stem was loose and was easily removed. Per sales rep: "no additional information available for this pi. The patient was originally operated on in a different hospital."

Manufacturer narrative:
An event regarding loosening, wear, and altr involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned; however, photographs were provided for review. The photographs shows a recently explanted head and stem component, the trunnion of the stem does not look grossly deformed on the image provided and the image of the head shows black material but it could be blood. Clinician review: the provided images were rejected for medical review by dr. (B)(6) who indicated that the provided image of the stem does not confirm the reported event. The trunnion does not look grossly deformed. The image of the head shows black material but it could be blood. Need primary/revision operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports,office/clinical notes as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision right total hip. Surgeon says patient exhibits signs of excessive trunnion wear. Also signs of synovitis and metallosis on proximal femur. The stem was loose and was easily removed. Per sales rep: "no additional information available for this pi. The patient was originally operated on in a different hospital."